Event description:
It was reported the patient had gone to the ER due to seizures; however, no additional information was received with the report. It was noted the patient was seen on (B)(6) 2017 and the vns diagnostics were good, indicating the device was working as intended.

Event description:
It was later clarified by the physician's office that the increase in seizures was above the patient's pre-vns baseline level; however, the increase was not related to vns. While the date the increase in seizures first began was unknown, it was reported the reason for the increase was due to a decrease in the patient's depakote medication.